Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A technical support specialist (tss) gained access through secure link and confirmed that queries were being received and processed as expected. The pharmacy team confirmed there were no current issues with station or order transmission. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not crossing over into pyxis and requested to enable critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.